Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer fell causing the touch screen to shatter. Customer was unable to deliver bolus insulin due the touch screen becoming non-functional. Customer's blood glucose was 150 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.